Manufacturer narrative:
It was reported by the customer that the intravenous catheters are dull and the nurses, "had to re-stick the patient." Per customer, "needles are dull to the point that the nurse had to use extra force and patients are reporting unnecessary pain and discomfort." Per customer, "nurses have had to re-stick the patient due to the vein blowing." No additional details are available related to the customer reported issue. The customer contact was unable or unwilling to provide further incident details to the manufacturer. The actual sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer that the intravenous catheters are dull and the nurses are "having to re-stick the patient."

Manufacturer narrative:
It was reported by the customer that the intravenous catheters are dull and the nurses, "had to re-stick the patient." Per customer, "needles are dull to the point that the nurse had to use extra force and patients are reporting unnecessary pain and discomfort." Per customer, "nurses have had to re-stick the patient due to the vein blowing." No additional details are available related to the customer reported issue. The customer contact was unable or unwilling to provide further incident details to the manufacturer. The actual sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer that the intravenous catheters are dull and the nurses are "having to re-stick the patient."